Event description:
Event description guidant received information that this transvenous atrial pacing lead and this transvenous defibrillation lead dislodged four days post implant. The physician suspected that the patient's anatomy did not allow for enough slack in the chambers and this contributed to the dislodgements. The atrial pacing lead was explanted and replaced with a non-guidant pacing lead. The defibrillation lead was successfully repositioned.